Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a prostatectomy procedure there was a broken blade on the device. During the procedure an error message occurred and the device was dismantled and reassembled. The surgeon noticed that the blade was broken and a part had fallen into the pt. This part of the device was removed. They used another device to complete the case. There was no pt consequence.